Event description:
Additional information was received indicating reprogramming was performed to resolve the event. The patient was stable.

Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.